Event description:
It was reported that a patient enrolled in a clinical study underwent initial right total knee arthroplasty on (B)(6) 2007. Subsequently, the patient was revised on (B)(6) 2007 due to instability. Only the locking bar was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption and excessive activity.¿